Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.